Manufacturer narrative:
The technician found the gas shock was faulty, the gas head screw was stripped and the trend release lever was bent. The technician replaced the gas shock, gas head screw and release lever to repair the bed.

Event description:
Information received indicates the bed will not go into the trendelenburg position.